Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 11-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient receiving heparin (1250 ml at 0.7 ml/day) via an implantable infusion pump. It was reported that it was confirmed yesterday by MRI that the catheter was disconnected and came out of the liver. The pump was permanently shut down.